Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for interrogation. Interrogation of the device revealed that the right ventricular lead had dislodged, leading to an inappropriate shock due to oversensing. The lead was repositioned on (B)(6) 2021, and the patient was in stable condition throughout.